Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue and experienced high blood glucose level reported to be 254 mg/dl at the time of incident. When the patient got up next morning, her blood glucose level was around 300 mg/dl to 400 mg/dl, which she self-treated with pump. The patient did not feel good and felt thirsty. Subsequently, the patient had to go to the emergency room as she felt awful. Upon reaching the emergency room, blood glucose level was over 500 mg/dl and she took a 9.8 unit correction. Then the patient was admitted to the hospital, where she shut her pump off and received an injection of insulin. The patient stayed in the hospital for two days. Patient's blood glucose level at the time of this report was 219 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.